Event description:
I've been experiencing severe pain on my left side everyday and worse pain during bleeding. I have had 4 periods since implantation three weeks ago. I have had severe headaches on a daily basis requiring prescriptions. Nausea is also a huge problem since implantation. I have never had symptoms like this before or anything that lasted 3 weeks non-stop.